Event description:
A report was received that the device was faulty. No further explanation was made avaliable as to how the device was falulty or if the product was in use at the time. The use device was received for evaluation on march 9th at that time, the observation was that the catheter had been cut and a medical device would be applicable. There was no patient injury or medical intervention related to the incident reported. Kimberly-clark or ballard medical has no first hand knowledge of the allegations but is relaying information received from outside sources pusuant to federal regulations.